Manufacturer narrative:
The staff member was cleaning the stretcher and walking around it. The IV pole was still extended but laying horizontally to be stowed. The staff member's pant leg got caught on the IV pole hook and the staff member tripped.

Event description:
It was reported that allegedly an employee fell after her pant leg was caught by an IV pole that was hanging off the stretcher. The employee suffered a knee fracture.

Event description:
It was reported that allegedly an employee fell after her pant leg was caught by an IV pole that was hanging off the stretcher. The employee suffered a knee fracture.